Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that an occlusion alarm occurred. The customer's blood glucose level was 160 mg/dl. Reportedly, the customer performed a supply change to address the issues.